Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed. The unit was returned for failure analysis and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. On startup, the unit displays c-34. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the monopolar energy was not working. An intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and found error c-34. Prior to calling, the customer power cycled the erbe generator and hard power cycled it, but issue persisted. The customer swapped the instrument, power cord, and ports with no change. The customer was able to locate a forcetriad generator and finished the case using the forcetriad generator for the monopolar energy. The customer used the erbe generator for the bipolar energy. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue and replaced the integrated electrosurgical unit (iesu) to resolve it. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi received the iesu involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation.